Event description:
The customer observed falsely depressed potassium results generated on the alinity c processing module for one patient. The following data for one patient was provided: sid (B)(6), initial potassium result 2.4 meq/l, rerun 2.8 and 4.5 meq/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6) and cleaned the clogged inner fitting of the external waste pump. Cleaning of the external waste pump pipe fitting kit (rohs) resolved the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the alinity c processing module with regards to the customer reported event. A review of trending data associated with the external waste pump pipe fitting kit (rohs) did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the external waste pump pipe fitting kit (rohs) were identified.

Event description:
The customer observed falsely depressed potassium results generated on the alinity c processing module for one patient. The following data for one patient was provided:sid (B)(6) initial potassium result 2.4 meq/l, rerun 2.8 and 4.5 meq/l. No impact to patient management was reported.